Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the c-arm movement was partially available. Review of the logfile shows frontal longitudinal position slip error. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and found issue with the rail track and wheels. To resolve the issue, fse cleaned all movement slid rail and performed current calibration. The defective part was sent for analysis, for pan handle failure was observed and the failure was found to be failed power supply due to loosen and- or broken off element. The defective part was sent for analysis, for control module failure was observed and the failure was found to be failed power supply due to button, joystick, handle, switch not working correctly and communication failure. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that the c-arm movement was partially available. No harm was reported to philips. Philips has started an investigation of this complaint.